Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. External defib was used to convert the patient back to sinus rhythm. The device had gone into backup bvvi mode. High capture with a decrease in sensing was found. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported reset was confirmed in the laboratory. Analysis found circuit damage caused by external defibrillation.